Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("let me have a hysterectomy at the age of 30") in a (B)(6)-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), device dislocation ("right-side device migrating to her uterus"), vulva cyst ("cysts in the lips of my vagina") and suicidal ideation ("sometimes makes me suicidal because at times it seems in my head to be easier to not live, than to live with the pains I am in daily") in a (B)(6) year-old female patient who had essure (batch no. D40622) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), device dislocation (seriousness criterion medically significant), vulva cyst (seriousness criterion medically significant) with vulvovaginal pain, suicidal ideation (seriousness criterion medically significant), bacterial vulvovaginitis ("bacterial infection in vagina"), arthralgia ("pain in hips/right side is worst"), back pain ("back pain"), pain in extremity ("leg pain"), musculoskeletal stiffness ("her whole body from the waist down is stiff"), menometrorrhagia ("heavier and longer periods, irregular menstrual periods since having essure placed"), abdominal pain upper ("stomach pains"), nausea, diarrhoea ("loose stools since the day after essure surgery (not been able to have a regular bowl movement in 2 years)"), hypoaesthesia ("numb in my buttock region at random times"), hypomenorrhoea ("light and short periods"), paraesthesia ("tingling randomly in her legs and feet") and fatigue ("I get exhausted quickly"). The patient was treated with surgery (cyst needed to be lacerated and drained). Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, suicidal ideation, arthralgia, back pain, pain in extremity, musculoskeletal stiffness, menometrorrhagia, abdominal pain upper, nausea, diarrhoea, hypoaesthesia, hypomenorrhoea, paraesthesia and fatigue had not resolved and the vulva cyst and bacterial vulvovaginitis outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, bacterial vulvovaginitis, device dislocation, diarrhoea, fatigue, hypoaesthesia, hypomenorrhoea, menometrorrhagia, musculoskeletal stiffness, nausea, pain in extremity, paraesthesia, pelvic pain, suicidal ideation and vulva cyst to be related to essure. The reporter commented her problems with essure started two weeks after the implants were placed. She had to go to emergency room in pain (3 times in a month). No pain medication is working to keep the pain away. She was told that essure is migrating into her uterus, which could be the cause of all symptoms and the in and out of emergency, and other health care appointments and follow-ups. She would like the device removed from her body. Her daily life has been affected and she lives in constant pain for 2 years. She does not want a hysterectomy in case she would like to have children in the future. Diagnostic results: on (B)(6) 2015: patient was told everything went well and the doctor was able to place both sides. Most recent follow-up information incorporated above includes: on 3-jul-2017: case (B)(4) was identified as a duplicate and all information was added to this case as a follow-up. Essure lot number d40622 and events (pain, right-side device migrating to her uterus, cysts in the lips of my vagina, sometimes makes me suicidal because at times it seems in my head to be easier to not live, than to live with the pains I am in daily, heavier and longer periods, irregular menstrual periods since having essure placed, bacterial infection in vagina, pain in hips/right side is worst, back pain, leg pain, her whole body from the waist down is stiff, stomach pains, nausea, loose stools since the day after essure surgery (not been able to have a regular bowl movement in 2 years), numb in my buttock region at random times, light and short periods, tingling randomly in her legs and feet andi get exhausted quickly) transferred from duplicate case. Event deleted: let me have a hysterectomy at the age of (B)(6). Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.